Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-1110-02 (B)(4) description - ipg kit (without pull-through tunneler).

Event description:
A report was received that the patient was admitted to a rehabilitation facility following her implant surgery. Patient's symptom was unilateral weakness in her left leg. The physician offered to explant the system as there is the possibility that the device may be compressing her spinal cord, but the patient has insisted on keeping it in. Images showed the lead is posterior; no signs of epidural hematoma. CT scans were ordered but the patient declined to have them done at this time. The physician also commented that her symptoms are more indicative of a stroke, but without further testing there is no way to know. There are no plans to revise or explant at this time.

Manufacturer narrative:
Additional information received indicated that the patient was receiving inpatient rehabilitation therapy from (B)(6) 2011 and was released to go home on (B)(6) 2011. The patient will continue rehabilitation twice a week at home with a therapist. The patient had been seen in the emergency room on (B)(6) 2011 due to loss of leg sensation and mobility but was released on the same day and was not admitted. The patient feels leg sensation and mobility. The patient no longer feels abdominal pain.

Event description:
A report was received that the patient was admitted to a rehabilitation facility following her implant surgery. Patient's symptom was unilateral weakness in her left leg. The physician offered to explant the system as there is the possibility that the device may be compressing her spinal cord, but the patient has insisted on keeping it in. Images showed the lead is posterior; no signs of epidural hematoma. CT scans were ordered but the patient declined to have them done at this time. The physician also commented that her symptoms are more indicative of a stroke, but without further testing there is no way to know. There are no plans to revise or explant at this time.